Manufacturer narrative:
On 22 dec 2017 the medical affairs director made the following analysis: immediate postoperative periprosthetic fracture. Femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone weakening due to intraoperative femoral preparation. In this case, there is no reason to suspect a malfunctioning device. Batch review performed on 02 january 2018: (B)(4).

Event description:
Periprosthetic femoral fracture identified by x-ray at the recovery room immediately after surgery. Returned immediately to the or for cerclage wiring, stem was found stable and kept as is.